Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0mm x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. During the first inflation, prior to reaching the rated burst pressure (rbp), the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported as a result of the event, and the patient remained stable post-procedure.